Event description:
Customer reported a false predictive low alert when the blood glucose reading was 131 mg/dl. She stated that the sensor readings were off by up to 80 points. Customer was advised on calibration protocol. Customer stated that she had slept on the sensor. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.